Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: a review of the meter¿s history showed evidence of an error 1 alarm. During testing, the meter powered on normally and was able to be successfully paired with a test pump. A 10u bolus was successfully delivered from the returned meter to the test pump; no errors occurred during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the meter emitted an error 1 message while performing a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.